Event description:
It was reported that the pump began to smoke when the pump was plugged into the tandem car adapter using the tandem usb cable. As a result the pump was unable to be charged despise using multiple usb cables. Customer's blood glucose level was 142 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.